Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due to difficulty charging.

Manufacturer narrative:
Additional information was received that the physician observed that the initial placement of the ipg was too deep and angled so that patient's charger would not connect to the device. The patient's ipg was repositioned from the back to the stomach. No malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due to difficulty charging.